Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study. Unknown, he stated that this was the most calcified vessel he has ever had to go through. He said that the fellow and him attempted to go through this calcified vessel twice and had two needles break. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece(s) retrieved during the same procedure? Surgeon stated the needle bent when it was going through calcification, so they did retrieve the needle. What tissue structure the broken needle was located? Needle just bent so they were able to retrieve. But he was working on the artery. Were x-rays taken to locate the needle piece(s)? No xray needed what measures were taken to retrieve the broken piece? Needle just bent so no other methods of retrieval were needed. Was there any additional tissue damage as a result of searching for the needle piece? N/a. The device is available for return. Note: events reported on: mw# 2210968-2023-02949. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2023 and suture was used. The needle broke. This was the most calcified vessel he has ever had to go through. He said that the fellow and him attempted to go through this calcified vessel twice and had needle break. No issues occurred with patient. He said this calcification was solid rock like a golf ball. Additional information has been requested.